Event description:
A 74-year-old female with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2025. On november 11, 2025, novocure received a medical record dated (B)(6) 2025, indicating that on (B)(6) 2025, the patient reported discomfort, particularly when sleeping with the optune gio device. As the issue persisted, on october 27, 2025, a healthcare provider (hcp) prescribed alprazolam to improve the patient's tolerance to optune gio therapy. Attempts to contact the prescribing physician for additional details were made; however, no response was received.

Manufacturer narrative:
Novocure medical opinion is that the contribution of optune gio therapy to the patient's discomfort cannot be ruled out. Medical device discomfort is an expected event with optune gio device use (ef-11 unknown and <1% ef-14 optune arm). Additional note: manufacturing date of (B)(6) is april 08, 2019.